Manufacturer narrative:
Initial reporter: the contact did not provide a telephone number. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure in a cadaver laboratory, it was observed that the motor device was overheating. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature and made an unusual noise. Therefore, the reported condition was duplicated and confirmed. It was determined that this was due to a damaged drive shaft from incorrectly operating the device, a worn flex circuit and a corroded motor from the sterilization process/immersion. The assignable root cause was determined to be due to user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.